Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles. The patient has alleged to experiencing cough, dizziness, nausea and headache. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 21, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegedly having severe dry sinus, severe dry cough, dizziness, headache and nausea, device power button is hot to touch, and water runs out too fast, with the air pressure too low, device will not turn on/device not functioning that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an inspection, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, dc jack colour insert. A hairlike substance was observed inside the bottom enclosure. Unknown contaminate was observed inside the bottom enclosure. Missing accessory module flip door. Liquid ingress was observed on the p4 power connector. A pressure test was performed administered by using a fluke manometer and confirmed that the airflow and pressure were correct. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination, likely from a source external to the device and unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.